Event description:
Implant card received on (B)(4) 2015 states that the patient had a full revision due to lead discontinuity on (B)(6) 2015. The device is not available for return due to the explanting facility's policy.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
During a programming history review, it was observed that high impedance was seen on a model 104 generator. It appears that may have been opened but not used for this replacement since high impedance was observed during the replacement surgery for the patient's high impedance, first a new model 104 generator was implanted, diagnostics were performed and high impedance was seen, and then a full replacement was needed as a single pin generator was required for a new lead.